Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "loosening or migration of the implant."

Event description:
Patient reported experiencing pain six weeks post-implantation, after which it was discovered, through radiographs, that the lag screw had backed out. No revision has been reported to date.